Manufacturer narrative:
A review of the manufacturing records for the involved device could not be performed because the product information is unknown. A final report will be submitted after the investigation.

Event description:
Revision surgery due to conversion of total shoulder arthroplasty to reverse arthroplasty. Revision surgery was carried out on (B)(6), 2026. Original surgery was performed in year 2014. The complaint source reported cuff failure with osteoporosis. Patient is female, 72 years old. This event occurred in canada.